Event description:
The patient's dad/reporter claimed that the patient has been experiencing hypoglycemia for the past five days. Reportedly, the patient woke up with low blood glucose of 35 and 40 mg/dl and was treated with juice and food. On (B)(6) 2011 at 5:30 pm, the patient tested at 26 mg/dl. Although the patient ate dinner at around 9 pm, which was later than usual, the patient still woke up with low blood glucose. On a different occasion, the patient reportedly was acting weird and became unresponsive. The patient was treated with dextrose in route to the hospital. Upon arriving, her blood glucose was at 178 mg/dl. Based on the troubleshooting with animas representative, there was no pump malfunction associated with the incident. The date and time was confirmed to be accurate. The basal segments are correctly programmed according to the patient's usage. The patient did not receive any unintended or excess insulin. It is not clear what attributed to the patient's alleged hypoglycemia. The reporter will consult with the patient's healthcare provider to adjust the insulin regimen as needed. This complaint is being reported because the patient alleged had hypoglycemia and received medical intervention while using the animas pump to manage her diabetes.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).